Event description:
It was reported the user received a shock. Visual examination of the cord, switch and pad revealed no defects. The switch activated through several cycles and we were unable to duplicate the reported event. When connected to testing equipment, the unit operated within accepted parameters. We were unable to duplicate the event, and found no defect in the operation of the unit.